Manufacturer narrative:
The suspect device was returned for evaluation. A visual inspection was performed, the tip fragmented and separated from the device. Based on the location of the separation, the failure does not appear to be related to the manufacturing of the device; however, the exact root cause of the failure is unknown because it was returned after use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device was not returned for evaluation. However, the customer provided a video that showed the tip of the catheter separated from the body. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
Account report that during a procedure the tip of the catheter became caught in a patient's vessel and stretched. The guidewire subsequently penetrated through the tip. Later, the tip detached and was retrieved using a snare. No reported patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.